Manufacturer narrative:
Eval is in progress, but not yet concluded. Software data logs were sent to the MFR for further eval on (B)(4) 2013.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the perfusion system's battery back-up was functioning erratically. The light emitting diode (led) indicator goes from green to amber. The system has been plugged in the entire time. Since the event occurred during preventative maintenance, there was no patient involvement.